Event description:
The rn went to start the patients IV in the left forearm and noticed what appeared to be a piece of metal in the hub of the catheter and the safety lock did not work. The IV ended up not threading so the patient had to be stuck again for her IV. (B)(4).